Event description:
On 19-may-2026, it was reported by a sales representative via email that an ar-8991 dx fibertak suture anchor failed after deployment. This event was discovered during a brostrom repair procedure performed on (B)(6) 2026. There was no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.